Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "due to infection, abdominal pain, and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch which had protruded through the patient's skin, become infected, and required removal." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an incarcerated ventral hernia. A bard/davol medium 4.3" x 5.5" oval ventrio hernia patch mesh, with reference number 0010215 and lot number huyh1350 was implanted in patient to repair the hernia defect. On (B)(6) 2016: due to infection, abdominal pain, and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch which had protruded through the patient's skin, become infected, and required removal. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an incarcerated ventral hernia. A bard/davol medium 4.3" x 5.5" oval ventrio hernia patch mesh, with reference number (B)(4) and lot number huyh1350 was implanted in patient to repair the hernia defect. (B)(6) 2016: due to infection, abdominal pain, and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch which had protruded through the patient's skin, become infected, and required removal. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with small bowel obstruction secondary to incarcerated ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the small bowel distal to the loop was collapsed consistent with the ventral hernia as the etiology for the small bowel obstruction. The small bowel was reduced, incarcerated omentum and ventral peritoneal hernia sac were excised. A medium sized ventrio mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with infected mesh in the anterior abdominal wall thereby underwent open repair with the explant of ventrio mesh. Per operative notes, ¿the mesh was protruding through the skin at the umbilicus and the mesh was dissected from the skin and subcutaneous layer to fascial floor. The polypropylene component of the mesh was incised from the fascial layer and the remaining gore-tex component of the mesh was easily removed.¿ attorney alleges that the patient had bowel obstruction, mesh migration, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "due to infection, abdominal pain, and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch which had protruded through the patient's skin, become infected, and required removal." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 10 months post implant of ventrio mesh, patient was diagnosed with infection thereby underwent repair with mesh removal. Per op notes, ¿mesh was protruding through the skin at the umbilicus.¿ review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.